Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-7520-005, goldvac smoke pncl rocker w/1in ultracln (10/cs), was used during an unknown type of procedure on (B)(6) 2021 when it was reported, ¿cautery arc during fat dissection caused surgeon to be electrocuted. Cautery pad was checked by circulating rn and was noted to be adhered appropriately. Pen tip changed by initial scrub rn. Electrical arcing stopped after tip change. Upon fascia closure physician noticed a hole in his glove and communicated to scrub rn that relieved primary scrub intraoperatively. Gloves were immediately changed as per circulating nurse.¿ there was no report of injury, medical intervention, or hospitalization for the user. The procedure was completed with an alternate, unknown device without any delay being reported. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the 60-7520-005, goldvac smoke pncl rocker w/1in ultracln (10/cs), was used during an unknown type of procedure on (B)(6) 21 when it was reported, ¿cautery arc during fat dissection caused surgeon to be electrocuted. Cautery pad was checked by circulating rn and was noted to be adhered appropriately. Pen tip changed by initial scrub rn. Electrical arcing stopped after tip change. Upon fascia closure physician noticed a hole in his glove and communicated to scrub rn that relieved primary scrub intraoperatively. Gloves were immediately changed as per circulating nurse.¿ there was no report of injury, medical intervention, or hospitalization for the user. The procedure was completed with an alternate, unknown device without any delay being reported. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have not been reviewed because the lot number of the device is not known. The lot history review has not been conducted because the lot number of the device is not known. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised to use the lowest possible setting on the associated electrosurgical unit capable of achieving the desired surgical effect. Activation time should be as short as possible. Never allow cables connected to these devices to be in contact with skin of the patient or the operator during electrosurgical activation. This issue will continue to be monitored through the complaint system to assure patient safety.